Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the introducer sheath used was smaller than recommended 2.12mm; however, this could not be confirmed as the devices were not returned and the type of introducer sheath used was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right femoral artery. Resistance advancing a 5x19mm otw omni elite 35 stent system through a 6f sheath was felt and the stent dislodged. The stent was not deployed/expanded and was freely floating in the vessel. An attempt to retrieve the un-expanded stent with multiple snares was made; however, unsuccessful. As there was no surgical assistant it was decided that it would be in the patient's best interests to bring them back to the catheter lab later in the evening when an assistant would be available to help open the artery and retrieve the stent. The patient returned to a hybrid lab to remove the dislodged stent; however, it is unknown at this time if the stent was removed. No additional information was provided.